Manufacturer narrative:
A2: patient's date of birth: on (B)(6) 1953. H6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure for bleeding performed on (B)(6) 2025. During the procedure, the clip handle could not be deployed despite multiple push and pull attempts. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure for bleeding performed on (B)(6) 2025. During the procedure, the clip handle could not be deployed despite multiple push and pull attempts. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A2: patient's date of birth: on (B)(6) 1953. H6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. H10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly detached with evidence of full deployment. Also, the outer sheath did not return. Microscopic examination was performed, and it was found that it has evidence of full deployment. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip assembly returned fully deployed. Based on the analysis of the returned device and the information available, this investigation was assigned a most probable cause of no problem detected.